Event description:
It was reported that during an unknown procedure, the customer is stating that the device is not holding tissue correctly and is falling. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the device was returned in good visual condition and with a clip in the jaws. The clip was removed and the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.the batch record was reviewed and no anomalies were noted during the manufacturing process.